Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open bleeding rash under the device. The patient had a history of allergies and was taking a medication that may have contributed to the rash. There was no alleged device malfunction. The patient's advised the patient to use lubriderm on the irritation. The patient's irritation improved.